Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial connector portion of the lead was returned in one piece, measuring 43.0cm. An internal insulation at 29.9 ¿ 31.7 cm from the connector pin was found distal to the suture sleeve impression breaching the right ventricular and inner coil lumens. The right ventricular cable coating and the ptfe liner were intact in this location. An external insulation abrasion at 28.0 ¿ 28.9 cm from the connector pin was also found distal to the suture sleeve impression breaching the superior vena cava cable lumen. The superior vena cava etfe cable coating was found to be intact in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.